Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited diminished sensing, and is now t-wave oversensing (twos). Follow-up was completed with the clinic and verified the rv lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.